Event description:
It was reported that 1.5 years post implant a gastric band the patient was complaining that weight loss had stopped. The surgeon found that the tube that goes from the band to the port was broken. Device is still implanted and not available for return. No surgery date to replace the band has been scheduled.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. Device remains implanted.